Event description:
A trauma pt had a tulip filter implanted for a temporary placement. Later pt became asymptomatic. A vena cavagram noted a massive clot formed around the filter, creating an occlusion of the vessel. Filter was successfully retrieved.